Event description:
A nurse reported that the trailing haptic was broken during insertion of the intraocular lens (iol) into the patient's eye. The incision was enlarged to remove the iol, no patient injury.

Manufacturer narrative:
(B)(4). The lens was received and inspected under illuminated 10x magnification. One broken haptic was observed. Damage to the haptic occurred during the insertion procedure and is not related to the manufacturing process. All available information is provided in this report.